Event description:
Reported defect: unilateral deflation of the right breast implant.

Manufacturer narrative:
Condition of product: product was received inside a double sealed peel pouch with activated sterilization indicators. The pack included distributors report and health professionals' paperwork, including decontamination certificate. Background of the surgery: original surgery was performed by dr in 1999 using hutchison hsl 420 saline-fill implants, which were filled to an unk volume. The pt suffered a deflation in 2004. In 2007, the pt visited the associates in plastic surgery in regards to a suspected deflation of the right breast implant. The pt underwent unilateral replacement surgery of the right breast on eleven days later. The implants were replaced with mcghan 420cc saline fill devices that were filled to a volume of 450cc. Visual inspection: visual inspection identified a fold flaw that measures approx 90mm in length, which extends over the periphery and onto the anterior surface where it develops into a split that measures approx 2mm in length. Product inspection: pressure testing identified no other leaks or breaches. Microscopic examination (x10) of the fold flaw identified signs of fatigue around the split on the fold flaw. The product met all mfg and quality specs post MFR. Conclusions: the fold flaw / split are not mfg faults.